Event description:
Per complaint (B)(4), a patient's bone was broken during rotation of their dental implant upon placement. Bone was grafted and covered by bio-collagen membrane. The implant was removed the same day. The patient was left to heal for 6 months.